Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed de novo lesion measuring 2.5mm in diameter was located in a calcified and moderately tortuous proximal left anterior descending artery. A 2.50x20mm taxus liberte' drug eluting stent was advanced to the lesion; the physician felt resistance and could not cross. The device was removed from the patient and stent damage was noted. The procedure was completed with another taxus liberte' stent. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified stent damage. The struts on rows 1 to 3 from the proximal edge were misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed de novo lesion measuring 2.5mm in diameter was located in a calcified and moderately tortuous proximal left anterior descending artery. A 2.50x20mm taxus liberte' drug eluting stent was advanced to the lesion; the physician felt resistance and could not cross. The device was removed from the patient and stent damage was noted. The procedure was completed with another taxus liberte' stent. No patient injuries or complications occurred. Patient status is satisfactory.